Manufacturer narrative:
The tech found the siderail latch plate was bent. The tech replaced the latch plate to repair the bed.

Event description:
Info received indicates the siderail is not latching.